Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose (bg) level was between 411-511 mg/dl. The elevated blood glucose level was a result of the minimum fill notification. The customer administered a correction bolus to address the high bg.